Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to being at risk for congestive heart failure without the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to being at risk for congestive heart failure without the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown contaminant on the rear panel and bottom enclosure. An unknown dust contaminant on the blower, blower seal, and blower box. The manufacturer also received humidifier and internal visual inspection of the humidifier was completed by the manufacturer and found an unknown dark contaminant on the flip lid, hair-like fibers on the bottom enclosure, an unknown and dust contaminants on the bottom enclosure, on the dry box seal, and evidence of liquid ingress to the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes mutiple contaminations of unknown contaminant, dust, dark contaminant found were externa lto the device and liquid ingress consistent with the heater plate. The manufacturer concludes no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.